Event description:
Customer reportedly received results of 400 mg/dl on the advantage system and 194 mg/dl on a lab result within 10 minutes. No high blood symptoms reported. No actions taken based on device results. No adverse event reported. The discrepant results were obtained at a hospital. No quality controls were used. Requested return of suspect device and replacement was sent.